Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of december 2023. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that the physician had been concerned about right ventricular (rv) lead integrity and a possible lead fracture developing alongside the observed increase in impedance measurements. During the revision, an attempt was made to place the new lead on the patient's left side. Due to occlusion, the new lead and device were successfully implanted on the patient's right side. No additional adverse patient effects were reported. The explanted pacemaker is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of (B)(6) 2023. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed right ventricular (rv) lead loss of capture (loc), elevated threshold measurements, and elevated pace impedance measurements. At the previous office visit, the rv threshold measurement was 3.5v at 0.9 ms, and had now risen to 4.5v @ 0.6 ms. Rv pace impedance measurements had risen from 600 ohms to 1000 ohms within the last four months. Upon reprogramming rv output to 4.5v @ 1.8v, the adjusted battery longevity calculation showed 1.5 years remaining. This pacemaker system remains in service, however device replacement and lead revision were anticipated for the end of (B)(6) 2023. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.